Event description:
The surgeon placed the pt's head into the mayfield headrest. The surgeon tightened the headrest against the pt's skull until the device registered engagement at the appropriated pressure. At that time, the pt's head slipped out of the headrest. The pt incurred a 3 cm laceration requiring several staples for closure.